Event description:
The customer reported to philips healthcare that the device failed to fully boot/power up for use and that when the user initiated operational check was attempted it failed at the first test (general system test). There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4).